Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm and an aneurysm of the right common iliac artery using gore® excluder® aaa endoprostheses. After an iliac extender component ((B)(4)) was deployed and a delivery catheter was being removed, a leading olive was caught on the proximal end of an introducer sheath, causing the leading olive to be separated and to remain in the patient. The physician closed the access vessel without noticing the leading olive separation, and the procedure was concluded. On (B)(6) 2015, a follow-up CT revealed that the leading olive has remained in the patient. The leading olive was retrieved from the patient using a snare catheter. Further adverse events has not been revealed to the patient. Later, the patient was discharged as initially planned without extension of hospital stay. It was reported that as the delivery catheter was advanced and removed out of the sheath, its leading olive was caught on the proximal end of the sheath, resulting in the leading olive separation.